Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a possible bladder infection. The patient stated that she may have the start of a bladder infection. It was noted the patient had an appointment with the healthcare professional (hcp) on (B)(6). It was noted the patient began the trial on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported their expectations were not being met. The patient noted that she may have a bladder infection; she had burning upon urination, increased frequency, and urgency. Additional information from the patient on (B)(6) reported she still had burning with urination and a possible bladder infection. Additional information from the patient on (B)(6) reported that she was told that her frequent urination, leaks, and burning may be due to her being on the wrong program and she was switched back to a different program. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.